Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. A philips field service engineer reported having twice evaluating the device and finding no trouble with the device. The symptom could not be duplicated and the device passed all testing. Based on the customers' report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.